Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion set peeled off unexpectedly right after being applied. This issue occurred with three infusion sets from the same lot number.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.